Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible infection. The complete implantable pulse generator (ipg) system was explanted during an unrelated aortic valve repair procedure. A portion of the right ventricular (rv) lead remained lodged in subclavian vein. It was noted no blood or tissue cultures were positive. The system was later replaced. No further patient complications have been reported as a result of this event.